Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was to report that last night they had problems and tried calling the healthcare provider's (hcp's) office, however, could not get ahold of anyone. The patient said last night they were sitting on the couch and leaned over to the right side (same side as ins) and experienced a bad burning sensation right at the ins site which lasted a short while and then went away. The patient also mentioned that during the night when they rolled over to the right side, they experienced the same burning sensation at the ins site. When asked, they said they had not experienced any falls or trauma and also had not made any adjustments yet. The circumstances that led to the reported issue were unknown. Healing time factors were reviewed as possible contributing factors, as the patient just received the implant last friday, (B)(6) 2022. Suggestions of monitoring if they experienced the same burning sensation in other positions other than leaning on the right side were reviewed, as well as the option of turning therapy off and monitoring if they noticed the burning sensation with stimulation turned completely off. The patient did not have the equipment with them so they were unable to make any adjustments at the time of the call. They would maintain the stimulation level and continue to track symptoms. They were redirected to follow up with their healthcare provider and to provide an update to their hcp if the issue persisted. The patient said they had a post-op follow up appointment scheduled for july 14th.